Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient¿s ipg reached end of life. As such, surgical intervention may take place at date to address the issue.

Manufacturer narrative:
The device is still providing therapy. As such, the device meets the expected longevity. Hence, this does not meet the reportability criteria.

Event description:
Additional information received indicates that the device is still providing therapy

Manufacturer narrative:
As received, the ins successfully connected to the lab cp. Received message code that the patient settings had been reset to default values meaning they were set to off. The battery voltage measured 2.79vdc which is within the normal operational voltage range of 2.65 ¿ 2.90vdc. Based on this, the ins had not declared eri and therefore had not reached eol/eos. A longevity calculation could not be performed since the patient settings were not provided and the settings could not be obtained from the ins since all of the patient settings had been reset to default/off values. Using the cp, programmed leads 1 & 3 and verified the output stimulation matched the programmed settings. No anomalies were noted

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Per additional information, this event is reportable.

Event description:
Related manufacturer reference number: 1627487-2020-23948. Related manufacturer reference number: 1627487-2020-23949. It was reported that the patient experienced ineffective therapy. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2020 wherein the entire system was explanted to address the issue. Patient received a competitor¿s device.